Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that a hair was found.

Event description:
It was reported that a hair was found.

Manufacturer narrative:
No samples or photos available for evaluation. Unfortunately, as a result, the failure could not be verified. Product record review was completed for lot number 9326600 and no non-conformances were noted during the manufacturing of this lot. Records indicate that the reviewed batch record passed all the in-process inspections. No previous complaint from the same product code and lot related to failure mode "fm-hair" have been received from august 2018 to august 2020. No adverse trend observed, defect is within control limits. Based on manufacturing batch records no issues relate to the complaint were notice, since no sample or photograph was provided complaint failure mode ¿fm-hair¿ cannot be confirmed. The hair originates from the operators. The process has steps that require intervention from operators, and this may result in hair on the product. The procedures / process includes preventive measures for hair failing in product such as: lab coat, hair net, head band, gloves, safety glasses, and head covers, however if worn improperly it could lead to the reported issue. Corrective actions have been opened to address issues related to complaints related to fm-hair. Complaint lot number 9326600 was manufactured on november 22, 23, 24 2019. Corrective actions were implemented on december 2019, prior to the manufactured date. As a part of the corrective actions, a head band was added to gowning requirement for manufacturing areas to prevent hair failling outside the head cover and hairnet.